Event description:
Oversensing and inappropriate shocks were reported. The pace/sense portion of the high voltage lead was capped and remains in use with a new pace/sense lead. Additionally, a lawsuit alleges the patient suffered physical and other injury as a result of the fractured lead. It is also alleged the patient experienced inappropriate and/or excessive shocking or other injury requiring medical intervention. It is further alleged the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish".